Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an infection at implant site. There no environmental causes. Antibiotic treatment resolved the issue. Unable to remove the lead intact. The patient had a battery only replacement the end of august. The family reported drainage from the site that they presumed was normal. After about a month they took her to her pcp and was placed on antibiotics. There wasn¿t any improvement so they returned to the hcp office that implanted her. His np saw the pt. She states the wound wasn¿t red or draining when she saw her. Changed antibiotics and when the pt returned for follow up the incision was red and draining with thin skin coverage over the implant. Pt was then scheduled for explant. No further complications were reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.